Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged a temperature issue occurred with damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-nov-2018 with the following findings: a review of the pump black box showed no activity related to a temperature issue; no sudden drop in voltage readings was observed. A visual inspection of the pump revealed no evidence of damage to the battery compartment or returned battery cap. There was no evidence of moisture contamination inside the battery compartment. The pump powered on and was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or defects were observed to the power components. A battery was not returned with the pump. The complaint of a temperature issue was not duplicated during investigation. There was no defect found.